Event description:
It was reported that the zimmer electric dermatome unit was taking a deep chunk of tissue from the right side of the unit. It required surgical repair with sutures to the area where the chunk was taken. Surgeon was able to harvest a usable graft, and was able to complete procedure with another device.

Manufacturer narrative:
The devic was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.